Event description:
It was reported that noise was observed via a merlin.net transmission resulting in inappropriate detection of multiple non-sustained lead noise episodes and a vf episode. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.